Manufacturer narrative:
Additional information: facility where issue was observed provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No system checkout was performed as the resolution was confirmed on the call. Engineering confirmed that if the system is too cold, it can impact the operation of the system. The system was able to boot up normally multiple times once the system was warmed up. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system was unable to power on. A manufacturer representative had just received it, pressed the button, and the system would power on for a second then turn off again. The representative was able to get to the login screen but it then powered off again. After that, it was repeating where it would illuminate briefly, the fans would come on, and then everything would power off. There was no patient present when this issue was identified. An update was provided that the system had been rebooted one more time and the self-test indicated that the main cart uninterruptible power supply (ups) was plugged in and everything appeared normal. This was performed two more times and it remained normal each time. It was noted that the system had just come off of a truck and had been stored in an unheated storage facility. The temperature outside was about 20 degrees fahrenheit and the system was cold to the touch.